Event description:
It was reported that noise was observed on the lead. Noise was reproducible in-clinic with pocket manipulation. Once the pocket was opened, noise could be generated by manipulating the lead. Fluoroscopy showed a little separation between conductors, however it was not determined if it was an insulation anomaly. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.